Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the insulin pump may have gotten wet in the rain. Customer's blood glucose reading at the time of the call was 131 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response from the act button due to a corroded keypad trace. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip and broken belt clip slot. No moisture damage was noted inside of the insulin pump.